Event description:
The customer reported an iris pot error while setting up for a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired damaged collimator wires. System operates as intended. (B) (4).